Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridges and infusion sets, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.